Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. During examination, the foreign material could not be identified. Based on the results of the investigation, the cause of the foreign material that remained in the device was likely due to reprocessing, which could not be conducted properly due to leakage from the angulation control knob. However, a definitive root cause could not be identified. The instruction manual states the detection method associated with the event in "gif-q150 operation manual chapter 3 preparation and inspection", and preventative measures in "gif-q150 reprocessing manual chapter 3cleaning, disinfection and sterilization procedures". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material inside the nozzle, on the adhesive around the objective lens, on the adhesive around the light guide lens, on the plastic distal end cover, on the adhesive of the bending section cover, and on the connecting tube. There were no reports of patient involvement.